Event description:
It was reported that patient presented in-clinic for follow-up. Inappropriate therapy was received due to noise. Clavicular crush suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.